Event description:
It was reported that this patient's pacemaker was beeping. Upon interrogation in clinic, it was found that the pacemaker was at its elective replacement indicator (eri). At last check approximately three months prior, the battery life estimate was one year left. An analysis of device data to determine battery status was declined. It was also found that the intrinsic amplitude of the left ventricular (lv) lead was high at greater than 25 mv along with intermittent loss of capture (loc) and high out of range pacing impedance measurements greater than 2500 ohms. No additional adverse patient effects were reported. Currently, this pacemaker system remains in service. According to additional information, this cardiac resynchronization therapy defibrillator (crt-d) was explanted because it had reached eri status. A new crt-d was successfully placed. After fluoroscopy was performed, it was noted that there was a suspected break/fracture in the lead. No additional adverse patient effects were reported.

Event description:
It was reported that this patient's pacemaker was beeping. Upon interrogation in clinic, it was found that the pacemaker was at its elective replacement indicator (eri). At last check approximately three months prior, the battery life estimate was one year left. An analysis of device data to determine battery status was declined. It was also found that the intrinsic amplitude of the left ventricular (lv) lead was high at greater than 25 mv along with intermittent loss of capture (loc) and high out of range pacing impedance measurements greater than 2500 ohms. No additional adverse patient effects were reported. Currently, this pacemaker system remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient's pacemaker was beeping. Upon interrogation in clinic, it was found that the pacemaker was at its elective replacement indicator (eri). At last check approximately three months prior, the battery life estimate was one year left. An analysis of device data to determine battery status was declined. It was also found that the intrinsic amplitude of the left ventricular (lv) lead was high at greater than 25 mv along with intermittent loss of capture (loc) and high out of range pacing impedance measurements greater than 2500 ohms. No additional adverse patient effects were reported. Currently, this pacemaker system remains in service. According to additional information, this cardiac resynchronization therapy defibrillator (crt-d) was explanted because it had reached eri status. A new crt-d was successfully placed. After fluoroscopy was performed, it was noted that there was a suspected break/fracture in the lead. No additional adverse patient effects were reported.